Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "poor pad contact" message with these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll received additional information updating information submitted on the initial medwatch report. The electrodes were returned for evaluation and the malfunction was duplicated. During visual and microscopic evaluation, the jumper wire was found disconnected. This is a malfunction that only impacts the self test of the electrodes with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.